Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an out-of-range telemetry message and an error code when interrogated. Two different programmers, and different wands were tried, and the same messages were displayed.the patient denies having an MRI or radiation therapy. A magnet was placed on the device and beeping tones were heard. The surface electrogram displayed pacing at 60 beats per minute.